Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652).

Event description:
It was reported to arjo representative that while the caregiver started to transfer the patient sling loop become detached (hoist was only lifted around 1-2cm before the sling failed). There was no injury reported,. The faulty sling was removed , a new sling was fitted immediately after the incident ,staff reassured the client and he was transferred back onto the chair.

Manufacturer narrative:
On the 2018-oct-10 arjo was informed about an event which occurred in monklands hospital located in airdrie, scotland. It was reported that the loop has become detached. The patient (male, around 100kg) was during transfer when the hoist was only lifted around 1-2cm before the sling failed. As a consequence the patient slipped from the chair and fell onto the floor. After the event the patient was hosted back to bed safely by staff. There was no injury reported. The flite in question was returned to the manufacturer to the dominican republic for further investigation. It was stated that neither events nor non-conformances were found performing the tests and during the investigation. The flite loop sling (s/n (B)(4)) was being checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Following valuation of the returned products and testing performed at the manufacturing site the following have been established: the visual inspection - all dimensions were between specification limits according to the requirement established on current "requirements for flites visual inspection." Load test - it was confirmed that calibration records for measurement equipment were in compliance and all tested pieces passed the load test with satisfactory results. Material used - bill of material and lot number of material used in the work order manufacturing process were reviewed and all raw material was properly inspected in the incoming process, with no evidence that could lead to the failure mode. Line clearance process - it was performed according to the arjo internal procedure with satisfactory results during the manufacturing process. Based on that we can confirm that at the time the flite was released for distribution, it was fully operational and according to the manufacturer's specification. According to mentioned above test report results no deviations in manufacturing process (manufacturing employees mistake, equipment used during sewing of the flites, manufacturing environment) or raw material of the flites were observed. Based on the product knowledge the damaged of the accessory could be caused by catching in an obstruction, and subsequently material ripped due to the application of outside force. It's worth to emphasize that instruction for use (04.sl.00-int1_3) for the loop sling provides patient with lifting procedures: "if an adjustment is needed, lower the resident and make sure that the weight of the resident is taken up by the receiving surface before removing the loops." "Make sure straps are not caught by wheelchair or lift castors." In this case, despite our best efforts, we cannot determine with certainty the root cause of the event. Please note, if the caregivers follow all recommendations and procedures provided in instructions for use and the sling is not subjected to an additional, external excessive force the risk of serious injuries and hazard situations is low. To conclude, the system - disposable sling and lift was used for patient's care and in that way contributed to the alleged event. There was a flite loop sling deficiency found (loop failure) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We decided to report this event to competent authority due to the risk of injury if the product breaks during use and the patient falls down on the floor.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The sling will be return for further evaluation to the manufacturer. Additional information will be provided upon investigation conclusion.